Event description:
It was reported that on (B)(6) 2013 the patient presented to the emergency room in backup vvi. The presenting rhythm was 20 beats per minute with no pacing support and the patient was non responsive. Temporary pacing support was provided and the patient was intubated. The pulse generator was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at end- of-life (eol). After replacing the battery, normal function ensued.